Event description:
Description of event according to initial reporter: a 73-year-old male patient underwent an unspecified procedure on (B)(6) 2023 in which a select vena cava filter was implanted. Date of event: 24sep2024 celect platinum inferior vena cava filter fractured with one arm migrated to right ventricle. Patient outcome: filter removed and referred to the physician. Right ventricle fragment removed (B)(6) 2024 percutaneously.